Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received several pump error alarms. Customer's blood glucose was unknown. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures error confirmed in the device history due to broken trace on keypad assembly. No unexpected inverse critical block did not add to zero error alarm or the motor arm cannot communicate with the main arm alarms during testing however, inverse critical block did not add to zero error alarm and alarm are found in the formatted history file due to a software error.